Event description:
It was reported that two stored electrograms showed oversensing of noise on the ventricular channel. Oversensing of noise was also noted when the patient coughed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.